Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 5am on (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿374mg/dl¿ with the subject meter and ¿300mg/dl¿ on another device within 30 minutes of one another. The patient does not take any medication in order to manage their diabetes and denied making any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient denied experiencing any symptoms as a result of the alleged product issue, however did require hospitalization and treatment from a healthcare professional (hcp) at 3:30pm on (B)(6) 2016. The treatment provided was IV glucose after obtaining a blood glucose result of ¿31mg/dl¿ on a hospital meter. No further details regarding the patient's treatment were provided. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not control solution available to perform a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. Although the blood glucose results provided by the patient do not exceed lfs' accuracy criteria, and therefore no product malfunction can be confirmed, this complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which may have contributed to the need for hcp intervention after the alleged product issue occurred.